Manufacturer narrative:
The investigation reviewed the calibration performed on 09-may-2023; no alarms were noted. The investigation reviewed the qc recovery; the results were within specifications. The investigation reviewed the alarm trace. The trace had abnormal aspiration alarms on the date of the event. This can be an indication of poor sample quality.

Manufacturer narrative:
The serial number of the cobas pro c 503 analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable benz benzodiazepines plus results from one urine patient sample tested on the cobas pro c 503 analytical unit. The initial result was reported outside of the laboratory. The doctor questioned the result which prompted the rerun of the patient sample. The patient sample was sent for confirmatory testing to another laboratory that uses mass spectrometry. On (B)(6) 2023, the initial result from the analyzer was -131 mabs (negative). On (B)(6) 2023, the patient sample tested positive for two metabolites in mass spectrometry: oxazepam (271 ng/ml) and temazepam (4093 ng/ml). On (B)(6) 2023, the first repeat result of the aliquoted patient sample was -124 mabs (negative). The second repeat result of the aliquoted patient sample was -122 mabs (negative). The third repeat result of the aliquoted patient sample was -119 mabs (negative) the positive result was deemed correct.

Manufacturer narrative:
Medwatch field "lot no" was updated. The field application specialist (fas) explained to the customer that the reported benzodiazepine plus assay is a screening test and that this assay does not detect glucuronidated forms of certain benzodiazepines. Product labeling states: "benzodiazepines plus provides only a preliminary analytical test result. A more specific alternate chemical method must be used in order to obtain a confirmed analytical result. Gas chromatography¿mass spectrometry (gc¿ms) is the preferred confirmatory method. Clinical consideration and professional judgment should be applied to any drug of abuse test result, particularly when preliminary positive results are used." "Analytical specificity - many benzodiazepines appear in the urine largely as the glucuronidated conjugate. Glucuronidated metabolites may have more or less cross-reactivity than the parent compound." The investigation determined the field application specialist's actions resolved the issue.